Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital from feet and leg swelling due to diabetes. There is no indication that the lifevest caused or contributed to the hospitalization. The patient was treated for the skin irritation while in the hospital. Follow up indicated that the skin irritation improved.